Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On an unreported date in the same month as onset, the patient was hospitalized for the peritonitis and on an unreported date, in the same month, the patient was discharged. On an unknown date, during hospitalization, pd therapy was discontinued due to the event of peritonitis and on an unknown date, the patient was placed on hemodialysis. Further treatment for the peritonitis was not reported. On an unreported date in the month (two months after onset month), the patient was recovered from the peritonitis and pd therapy was resumed. At the time of this report, pd therapy was ongoing.